Event description:
A hospital in (B)(6) reported the retaiing sleeve will not pick up screws.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Avalign technologies - nemcomed manufactured the locking holding sleeve long ¿ for matrix. Due to an unknown cause, the threaded tip broke. The material of the inner sleeve was confirmed to be within specification as well as the mojor diameter of the threads. The threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing. This complaint is indeterminate from a manufacturing position.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the investigation of the complained article shows a bent tip of the thread of the retaining sleeve is bent. Not sufficient tightening into prime lock thread of the bone screw could be a possible cause of the tip of the retaining sleeve. An alternative could be the unwittingly solving of the green knob during the procedure of inserting of the connection part between the retaining sleeve and the bone screw. Synthes provides with the lockable retaining sleeve (03.616.043) an alternative instrument. This instrument can be hold too at the area of the knob while inserting. The performed investigation of the manufacturing and material documents shows no deviation according to our specifications. No product fault could be detected. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.